Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot and relabel lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot or relabeled lot. The investigation determined the reported difficulties appear to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified iliac artery. During advancement of a 9.0x29mm omnilink balloon expandable stent delivery system, the stent dislodged in the proximal end of the diseased target vessel. The stent was dilated with the omnilink balloon to stay in place. Then a 9.0x39mm omnilink stent was advanced through the previous omnilink to the distal end of the target lesion and implanted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.